Event description:
It was reported by repair work order that the foot end jack was stuck at mid-height due to malfunctioned jack assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.